Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated that when the pt went through her first hemodialysis after inserting this catheter, a half an hour later blood was oozing from the end of the catheter. It was detected when blood stains were found on the pt. The catheter had to be removed and replaced.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.